Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is due to a known physiological effect of the procedure noted within the directions for use."product unavailable for analysis."

Event description:
Peripheral cutting balloon registryit was reported that in 2006 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The target lesion was the avf (arterio-venous fistula), with no vessel tortuosity; lesion type was restenotic post pta and no calcification at the target lesion. The angiographic data for the target lesion showed the reference vessel diameter 8 mm, lesion length 15.00 mm, pre procedure 70 % stenosis, and post procedure 60% stenosis. Lesion morphology showed concentric stenosis and tight stenosis lesion. The patient follow up visit seven months later, vital status of the patient, alive. The target lesion did not remain patent following the procedure, according to the reported data ¿restenosis of vein anastomosis¿. The patient did not experience an adverse event since the procedure. In event month, the patient had a new intervention since the procedure, conventional angioplasty on the target lesion. The patient had angiographic restenosis. The same month, post discharge, per reported data the patient had occlusion. No other information provided in the crf data.